Event description:
During the procedure, the tip of the 1.5 hex driver broke in the head of 2.3 distal screw. The physician was able to remove the tip of the driver from the screw, and the screw involved was implanted. This issue caused a 30 minute delay in the case. This report is related to medwatch 3500a report number: 3025141-2022-00036 which is for the screw involved in this event.

Manufacturer narrative:
The results of the investigation were inconclusive because the device was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The issue will continued to be monitored via trending.